Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the reservoir of this inflatable penile prosthesis migrated into the bladder. A revision surgery was performed to remove and replace the component. There were no patient complications reported.

Event description:
It was reported that the reservoir of this inflatable penile prosthesis migrated into the bladder. A revision surgery was performed to remove and replace the component. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) reservoir underwent a thorough analysis. The component was microscopically inspected and tested for leaks. No damage or abnormalities were noted, no leaks were identified; therefore, the reported clinical observation of reservoir migration could not be confirmed. The reported patient symptom of tissue damage is a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.